Event description:
Initial reporter indicated to manufacturing consultant that they had an issue with programming wand. Reported the battery was changed twice, the green light but not orange comes on. The handheld works with another programming wand. Good faith attempts are being made for product returned for analysis.